Event description:
The patient reported she is experiencing tingling sensations in her head. It is mostly behind her left ear, but sometimes on the right side of her head. The patient also reported tingling of her bottom lip, under her chin, and a slight tingling in her right toes. The patient stated that sometimes the tingling will go away for a few days, but it always comes back. The patient reported that the tingling sensation does not hurt. The patient also reported that sometimes the wires behind her left ear pulls, especially if she pushes on the left stimulator. The patient also reported that if she sleeps on her right side the two stimulators come together in her chest, and the next morning, they seem "puffy". No patient treatment or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.